Event description:
Boston scientific cardiac rhythm management received information that this device had fluctuating longevity estimates. At the previous follow up the longevity was at less than 6 months remaining, but now the clinicians are stating the longevity is 2 years. The outputs had been changed mildly in the previous follow up from 3.0v to 3.5v. The next follow up, it had estimated longevity was 1.0yrs, then 3 months ago it was at less than 6 months, 2 months ago, it was at 2 yrs, and last follow up, it stated 1.5yrs remaining. The device was explanted and successfully replaced without incident.

Manufacturer narrative:
Our post market quality assurance laboratory found that the device paced and sensed normally, communicated appropriately with the programmer and passed all manual electrical measurements. Based in this, our analysis concluded that this device exhibited normal function during testing.